Event description:
The pt fell about 2 weeks ago. After that, the pt experienced a shocking or jolting sensation. The shocking sensation was felt in the right arm, at the buttock area, and when the implantable neurostimulator (ins) had been off over night. Impedances were checked and found to be within normal limits. An x-ray was performed that showed the ins and leads intact. The pt was scheduled to have the device explanted since he was still experiencing a shocking sensation to his upper extremities. Additional info has been requested, a follow-up report will be sent if additional info becomes available.